Event description:
A battery/no power issue was reported with the freestyle libre 2 reader. Customer reported being unable to test due to the reader not powering on with button press or test strip insertion. Customer experienced symptoms described as sweating and a loss of consciousness and was unable to self-treat, requiring treatment of a glucagon injection by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.